Manufacturer narrative:
The actual device has been returned and is currently pending an evaluation with reliability engineering. Once the device is evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
During service and repair pre-testing it was discovered that the attachment device rotates intermittently and runs very hot, and was unable to perform a functional test. As these malfunctions were observed in pre-testing, they were not related to surgery. There were no injuries or medical intervention associated with this event. If additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn bearings and ran hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due worn bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.